Event description:
It was reported that the customer passed away at home. The cause of death is probable myocardial infarction. The caller stated that the customer had shortness of breath. She had gone to her doctor, had x-rays taken, and had an upcoming appointment with the pulmonary specialist. But the customer passed away prior to that appointment. The customer had kidney failure and was on dialysis. In 2002, the customer had quintuple bypass. The customer's blood glucose at the time of death is unknown. The customer was wearing the insulin pump at the time of death but it was removed by the coroner. The customer was not wearing a sensor at the time of death. The caller agreed to return the device for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.